Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 350 mg/dl. The customer was able to resume insulin, however, a replacement pump was sent to the customer. Reportedly, the customer is reusing insulin, tandem technical support educated the customer that insulin reuse is off label per the tandem user guide.